Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a shaft break located 119.5cm distal to the distal strain relief. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2020. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion containing a significant bend was located in the mildly calcified left circumflex artery. Pre-dilation was performed and a 28 x 3.50 promus elite drug-eluting stent was advanced but failed to cross lesion and resistance were felt. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported an the patient's status was stable. However, returned device analysis revealed shaft detached/separated.